Event description:
Lifescan received a report that a patient experienced hypoglycemia while using a fasttake meter. In 2001, patient experienced a "seizure" at about 06:00 am. Paramedics were called and found patient's blood glucose 27mg/dl on their meter of unknown brand and "115mg/dl" on ft meter. Patient was transferred to emergency room where they were treated for hypoglycemia. No further information was provided.